Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced infusions set fell off event on 06-march-2024. The blood glucose level was 276mg/dl. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6004658 in question was manufactured at reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidelines for test of ref. Samples buid-umd version 11 for the code adhesive patch lifts or detaches during use. Complaint investigations. The following test was performed: visual test according to work instruction version 18 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6004658 was manufactured according to the document version 66 on the inset 6, on 08/dec/2023, with a total of (B)(4) units. -review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in tw against malfunction code and lot 6004658 and no other one complaint has been registered in tw since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.